Event description:
Catheter inserted in basilic vein without difficulty. As catheter was advanced, pt became short of breath, had decreased 02 sats and experienced chest pain. She was given two sublingual nitroglycerin and transferred to unit. Pt improved with ntg and o2, o2 sats 82 %. Suspect: anaphylactic reaction to catheter.